Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the test results are inaccurately erratic. No results were specified. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 (02/14/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.